Event description:
It was reported that a patient presented to the emergency room with discomfort. Device interrogation revealed on high voltage therapy. During right ventricular (rv) lead testing, it was revealed that there was high capture threshold and low pacing impedance on the rv lead and the patient felt pain during rv threshold testing. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
Additional information received notes micro perforation and possible phrenic nerve stimulation. Right ventricular (rv) lead dislodgement was suspected. The physician elected to explant and replace the rv lead. The patient was stable throughout the procedure. Patient weight.

Manufacturer narrative:
The reported events were lead dislodgement, extra cardiac stimulation, cardiac perforation, unacceptable threshold, and low pacing impedance. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. A stiffness test was performed, and the results were within specification. The reported events of unacceptable threshold and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.